Event description:
It was reported that the patient experienced high impedances on four contacts of the left lead. Despite these impedances, the patient still had effective pain relief. As a precaution, the patient underwent a lead revision procedure where the left lead was replaced successfully. The patients status postoperatively could not be obtained despite three good faith efforts.

Event description:
It was reported that the patient experienced high impedances on four contacts of the left lead. Despite these impedances, the patient still had effective pain relief. As a precaution, the patient underwent a lead revision procedure where the left lead was replaced successfully. The patients status postoperatively could not be obtained despite three good faith efforts.

Manufacturer narrative:
Visual and x-ray inspection of the lead revealed that this lead was bent/kinked 2 cm from the set screw mark of the clik x anchor and multiple cables were completely broken at this location. There are no exposed cables at the fracture location. Laboratory analysis determined that the lead became bent/kinked after exiting the clik x anchor, exposing the bent location to excessive mechanical force or movement that caused the cables to fracture at the anchor point.